Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/20/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was explanted from a male patient¿s right eye due to unexpected post-op refraction. There were no other visual issues or product issues reported. In addition, there was no incision enlargement, vitrectomy or sutures required. Nor was there patient post-op injury reported. The explanted lens was replaced with the same model lens of a lower diopter (20.0).